Event description:
It was reported that when the cup hole was drilling with drill and detachable flex shaft at tha surgery, the flex shaft was broken. The doctor drilled longer time than usual because the bone property was hard. Shaft might have been quite curved. After wound closure, the debris of the flex shaft was found at x-p. Therefore, the wound reopened and the debris completely removed.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The device was confirmed to be damaged as the shaft was fractured. There have been no other events for the lot referenced. The investigation concluded that the fracture of the returned device was due to ductile overload. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that when the cup hole was drilling with drill and detachable flex shaft at tha surgery, the flex shaft was broken. The doctor drilled longer time than usual because the bone property was hard. Shaft might have been quite curved. After wound closure, the debris of the flex shaft was found at x-p. Therefore, the wound reopened and the debris completely removed.